Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) patient experienced swelling and bruising noted with pain at their device site and later mentioned there was redness and drainage noted with a fever and chills. The patient presented to the emergency department for evaluation and was started on antibiotics. Blood cultures were negative but pocket fluid tested positive for klebsiella aerogenes (enterobacter) in broth only. A transesophageal echocardiogram (tee) was completed which showed small filamentous material on the leads. A left upper chest wound vac and repair of right atrial (ra) laceration were performed, the crt-d system was explanted and debridement of left upper chest walls soft tissues was performed. The patient was placed on an extended course of antibiotics and sent home with a wearable cardioverter defibrillator. The system was replaced three months later. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 6935m62 lead implanted: (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.